Event description:
It was reported by the health care professional that she had a patient with left vocal cord paralysis and she wondered if it could be related to the vns. It was reported by the medical professional that the onset of the event was unknown. Evaluation was done recently with ent with a scope performed for an unrelated reason; this revealed the left-sided vocal cord paresis. The patient was nonverbal without prior evaluation and so the onset time could not be known. Past several device diagnostics were within normal limits (2393-2406 ohms). The cause of the vocal cord paresis was unknown. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.